Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the patient had a 4 hour period where the root gave 2 high bp readings compared to manual readings. No patient impact or consequences were reported.